Manufacturer narrative:
Based on the claim against the product by the customer noting a broken jaw, an investigation was conducted. A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. The instrument had not been received as of the date of this report. If additional information becomes available, a follow-up MDR will be submitted. Based on the information available at this time, this is being classified as a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci-assisted procedure. It is unknown what caused the breakage to occur. The unintended fragment(s) falling into the patient required unexpected intervention, and the fragment was retrieved during the same procedure.

Event description:
It was reported that during a da vinci-assisted total gastrectomy surgical procedure, the harmonic ace instrument had a broken jaw. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: all fragments were retrieved, and this was confirmed visually. No additional surgical procedure was required to remove the fragment. There were no post-operative tests like an x-ray or ultrasound performed to check for remaining fragments. The procedure was completed robotically, and the patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. No photographic images of the device(s) or a video recording of the procedure are available for isi review.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a blade broken. The blade broke at roughly 0.24¿ from the base. The broken piece was returned. The complaint regarding broken jaw was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of a cracked/broken blade is attributed to use conditions. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades). This issue can be resolved by using an alternate instrument to complete the procedure.